Event description:
Patient in cath lab for tmvr. Safecross transseptal system used to cross intra-atrial septum. First safecross device leaking at balloon tip. Removed from field. Second device opened and used without incident.